Event description:
It was reported that the controller exhibited an unexpected loss of power. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. D4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the controller (B)(6) was not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed twenty-nine (29) controller power-up events with associated motor start events were logged between 25/mar/2019 and 11/jun/2022, indicating losses of power to the controller. Of note, the data log file did not cover the controller power-up events on 8/jun/2020, 25/oct/2020, 12/nov/2020, and 14/dec/2020, the events between 13/feb/2021 and 18/sep/2021, or the events on 4/jan/2022 and 19/apr/2022. Review of the event file revealed that, prior to the controller power ups with associated motor start events logged on 25/mar/2019 at 17:34:52, on 3/apr/2019 at 07:13:39, and on 3/may/2019 at 12:25:52, the controller was without power for longer than one week, respectively. As a result, the most likely root cause of these losses of power can be attributed to controller exchanges. No anomalies were recorded leading up to the losses of power. The controller was without power for an average of approximately 15 seconds, per remaining losses of power. As a result, the reported controller loss of power event was confirmed. The most likely root cause of the r remaining losses of power to the controller can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.